Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿2 units of blood ordered. Ed nurse spiked the blood bag, primed tubing - no pressure applied to the bag. Undid the rolling clamp and the connector blew out where fused together - blood went everywhere. See photographs of equipment. Nurse with 17 years experience, never seen this happen before. Occurred at the (B)(6) hospital. No known injury to patient. (B)(6) f with confusion and lower gi bleed. After this incident, patient admitted for 4 units to be transfused and was transferred to mission hospital due to physical condition." The reporter later clarified that the patient's blood transfusions were not a result of the tubing separation event. The clinician was seen and monitored by employee health after the event. Labs were drawn, and prophylactic medication was prescribed. No other effects to the clinician were reported.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection showed that the pvc tubing was completely separated from the drip chamber blood filter outlet port. Examination under magnification showed that both sides of the pvc tubing had insufficient solvent applied at the engagement. Functional testing was deemed unnecessary due to the separation. Blood was observed to be leaking from the separation. Dimensional analysis was performed and the tubing measured within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing.